Event description:
During on-site svc testing, the baxter repair tech reported an infusion pump with low lithium battery. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.